Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(6): the distal segment of the lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst noted that the helix can not extend and retract due to distal conductor distortion within the connector.

Event description:
It was reported that at implant the helix on the lead would not extend. The lead was removed and another lead was used. No patient complications have been reported as a result of this event.